Event description:
The second report of two involving the same patient. A mayfield swivel adaptor was involved in a slippage during a deep brain stimulation, was described as; the nurse noted a gap between the transition unit and the skull clamp and the stardust teeth did not mesh or lineup until the surgeon corrected the meshing issue. The patient needed to void (by using a bedpan) twice during set up. The unit slipped during the procedure. The patient did not incur any injury as a result of this incident.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.